Event description:
The manufacturer received an allegation of a vent inop alarm. No patient harm or injury was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.